Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient weight was provided. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the battery was not staying charged as long as it used to. The patient was not using the therapy because she has not had any back pain. The patient said she charges up the ins even though the stimulation is turned off. The patient has been having to charge about a week after having it charged to full. The patient was not sure how long the ins could hold a charge prior, but it was over a week. It was reviewed the patient could follow up with their hcp to check the ins. No further complications were reported.